Event description:
It was reported that when using bd vacutainer® sst¿ blood collection tubes, there was inadequate blood draw volume in 300 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. After reviewing and analyzing the customer-provided photos, none of the samples experienced underfill. Additionally, a total of 20 retained samples were subjected to functional tests for low or no draw, and all tubes were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sst¿ blood collection tubes, there was inadequate blood draw volume in 300 devices. No adverse impact was reported regarding the patient or user.